Manufacturer narrative:
(B)(4). Batch # 338a91. (B)(4). Investigation summary: a photo along with the device was returned for evaluation. During the visual analysis the photo, the following was observed: the photo shows a blue reload with the sled partially advanced and with the knife channel damage. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that an ecr45b was received instead of a gst45b reload for analysis and reload body was noted to be damaged. The reload was received partially fired 1/3. Upon evaluation of the reload, the reload body, one piece sled and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The damage to the one piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the endoscopic wedge resection of lung lobes surgery, could not fire when severing lung tissue on the 1th firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.